Manufacturer narrative:
One used suspect device and one unused device were returned for eval. A review of the device history record did not reveal any exception documents. The complaint database was reviewed and found no similar complaints for this lot number. Upon visual inspection the complaint was confirmed. The syringe tip had detached from the plunger of the used device. There did not appear to be any remaining lubricant left in the syringe. The tip was reattached to the plunger and tested. Quickly pulling back on the syringe caused the tip to detach from the plunger. An analysis of the syringe tip revealed that all dimensions were within the established specs. The unused device was also tested. Quickly pulling back on the syringe did not cause the plunger tip to detach. A visual examination of the unused device revealed that there was an adequate amount of lubricant in the syringe. Merit is unable to determine the exact root cause of the reported event.

Event description:
The user reported that during a coronary angiogram procedure the plunger tip of the syringe included in the kit detached from the plunger when the user pulled back on the syringe. The user stated that this has occurred several times but did not provided any add'l clinical details. No harm or injury was reported.